Event description:
Having not been able to hold a job - with the same company - for more than -1- year in a row - I went from job to job for more than 20 years-, I decided to have my silver amalgam fillings replaced with something not containing mercury. Since having them replaced, I have held the same job -environmental engineering- at the same co for more than 5 years. Also, the eczcema I had been suffering from for 15 years went away, and, my family and friends noticed a positive change in my personality. Further, my past predilection for watching science fiction -violence riddled- movies and animated cartoons -television-vanished. Dose or amount: one for each cavitation. Dates of use: 30 years. Diagnosis or reason for use: cavitation of teeth.